Event description:
The customer reported a problem regarding the offline review feature with varian's aria product. This feature provides values of shift for all 3-translation axes even if only single image is used. In the customer's opinion, this is not correct, as there is not a single possible solution and considers the issue a potential risk.

Manufacturer narrative:
No misadministration occurred in this case report. However, it appears the customer's allegation is correct, and incorrect shift values might be given to the customer, causing dose to be delivered at an incorrect location. Additional follow-up to this MDR is expected, once appropriate corrective action has been decided.